Manufacturer narrative:
Correction made to a1: patient identifier: gb (previously submitted as unknown). Correction made to b5: it was reported that one (1) patient [previously submitted as an unspecified number of patients] experienced several days without pd therapy caused by an unspecified issue with the minicap transfer set. Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of patients experienced several days without pd therapy caused by an unspecified issue with the minicap transfer set. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.